Event description:
It was reported that after the procedure, a broken bur was stuck in the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete

Event description:
It was reported that after the procedure, a broken bur was stuck in the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
H6: the quality investigation is complete. Correction - d4: full UDI is not available due to missing catalog and lot number.